Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error code generation; the main printed circuit board (pcb) was out of electrical specification. Analysis also noted that the upper case was contaminated, the lower case was contaminated, the output connectors are contaminated, keypad window was scratched, the encoders were rusted and contaminated, the knobs were rusted and contaminated, the encoder nuts were contaminated, the main label was torn, the output nuts were contaminated and discolored, and one case screw had damaged threads. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error during use. The epg is expected to be returned for servicing. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.